Event description:
Information received from the field does not address the patient's clinical status but notes that during a pre-op check for a non-pacemaker related surgery, oversensing of noise was noted on the atrial channel. Atrial impedance had also decreased.